Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 485 mg/dl. The customer's current blood glucose unknown. The customer did experience the symptoms such as difficulty in breathing and fruity breath. The customer was treated by bolus with insulin injection and fluid. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.